Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimates were inaccurate. The customer's blood glucose level was 487 mg/dl and ketones were present. During follow up with tandem technical support, the customer's blood glucose had decreased to target level and that ketones were negative. Reportedly, the customer reported their issue had been resolved after reloading a new cartridge. Cold insulin had been used on one of the cartridges.